Event description:
Patient's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. This tubing has been noted to be leaking on other units as well. Primary rn stopped chemo immediately and product was re-compounded by pharmacy.